Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml; 1 mg/day via an implantable pump. Indication for use was non-malignant pain. The patient weight was unknown. The date of the event was (B)(6) 2017. It was reported the patient experienced withdrawal symptoms. The physician performed a catheter dye study on (B)(6) 2017 and observed an issue in the pump segment of the catheter. There was a catheter connector malfunction. A proximal catheter revision was performed on (B)(6) 2017 to add an 8784 to the existing 8780 catheter. The catheter was partially explanted and replaced. The catheter will be returned. There were no known factors that may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.